Event description:
It was reported that the device was observed to be in back up vvi mode via a remote transmission. The patient was reported to be asymptomatic and was brought into clinic. A device download was performed successfully.